Event description:
It was reported the device had a power on reset and the causes did not appear to be radiation, cautery or electric shock. Five months later, the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device analysis found normal battery depletion and a memory error.